Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain and shocking sensation around the ipg site. Database analysis revealed no anomalies. The patient underwent an ipg explant procedure.